Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient experienced loss of consciousness and the husband called an ambulance around 5:30 am. Around 6 am the patient regained consciousness but was not coherent, she felt like she was half asleep. The paramedics arrived and took a blood glucose reading which was 36 mg/dl and the cgm reading was 130 mg/dl. When the patient regained consciousness, the patient self-treated with food and drink. The paramedics stayed with the patient for about an hour, and she was not taken to the hospital. There was no medication provided by the paramedics. Later, on (B)(6) 2023, it was mentioned that patient blood glucose reading was 64 mg/dl and the cgm reading was 122 mg/dl. At the time of the report the patient had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid for date of event of (B)(6) 2023. The reported glucose values fall within the c zone of the parkes error grid for (B)(6) 2023. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.